Manufacturer narrative:
Concomitant medical products: product ID: 977a260, lot#: va21cy7043, implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead; product ID: 977a260, lot#: va2847t019, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 30-jul-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 17-jul-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there were high impedances on all electrodes; connections showed x's. Rep stated maybe a fall however not sure. Checked impedances and to many were out and couldn't program around because to many were out. Leads weren't working so the leads were replaced. Issue resolved.